Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported that she spoke to the customer and the customer stated she experienced high blood glucose of 565 mg/dl. Customer stated she has not been hospitalized. Customer refused to be transferred for assistance.